Event description:
The report from (B)(4) clinical study indicated that the index procedure was coil embolization assisted with vrd (B)(4) of left paracellar. Four months after, the patient had an episode of melena and anemia. Hemoglobin dropped to 8g/dl from 12g/dl. Action taken was administration of lansoprazole (30mg/day). Two months after, the event outcome was indicated as "resolved without sequeale". According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. He commented that the possible cause of the event was anti-platelet therapy. The unruptured saccular aneurysm neck was 4.0mm, and the neck to sac ratio was 4.0:7.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. Mrs was 0. The act was 135 seconds pre anticoagulation and 242 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 96% after the procedure. At the time of follow-up, the aneurysm neck was 4.0mm, and the neck to sac ratio was 4.0mm:3.8mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.8mm. The occlusion rate of aneurysm was 96%. Mrs was 0. Antiplatelet therapy included; aspirin 100mg/day: (B)(6) 2011~(B)(6) 2012, clopidogrel sulfate 75mg/day: cilostazol 200mg/day: heparin 5,000u was administrated intra-procedurally. Prior to implanting the vrd, lancher/medtronic, 606-s255fx (lot unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl10, two axium/covidien (B)(4), galaxy 2x2 (catalogue and lot unknown), galaxy 2x1.5 (catalogue and lot unknown), ed/kaneka. No further information is available. Procedural images are unavailable.

Manufacturer narrative:
Based on additional information and further review, there was no event or product malfunction associated with the device, and therefore does not meet the criteria for reporting. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days.